Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p; 407652 lead; 6725 ping plug implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 2 months post implant procedure, the patient experienced pectoral stimulation caused by the left ventricular (lv) lead. It was noted that the patient experienced the stimulation after an atrioventricular node ablation procedure. It was also noted that the lv lead had variable impedance measurements and varying pacing threshold measurements. Reprogramming was done, and the lead remains in use. No further patient complications have been reported as a result of this event.